Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-27415. Related manufacturing reference number: 2017865-2021-27416. Related manufacturing reference number: 2017865-2021-27417. It was reported that the patient presented to the hospital with a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system. The physician explanted the device, right ventricular, right atrial and left ventricular leads. There were no patient consequences.